Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 24 mg/dl, which she treated with food, juice, and sugar tablets. The patient's current blood glucose is 300 mg/dl. The customer was treated for three hours in the hospital. The doctor adjusted the patient's basal rates. No products were returned or replaced.